Event description:
Reportedly, this reported event happened several times: during the interrogation of implanted active devices, the programmer froze the actual window and asked the user to leave the session without displaying the "quit" button. The user had to removed the battery.

Manufacturer narrative:
Upon the product reception, several follow-up sessions were performed with platinium, eno and alizea active implantable devices and the reported issue could not be reproduced. The investigation of the data provided from the subject tablet showed that on (B)(6) 2025 one eno pacemaker (s/n (B)(6) was interrogated two times. During the first session, the user tried to switch off the subject tablet with the power button two times while the subject tablet was still running and the two times the message ¿please leave the session before switching off the tablet¿ was displayed. The user removed the battery. The second session started and ended without issue. The reported message was displayed upon the user request while the user tried to switch off the subject tablet on (B)(6) 2025 during the follow-up of the eno pacemaker s/n (B)(6). The reported message was displayed as per specification: before switching off the tablet with the power button, it is recommended to leave the ongoing session with the ¿quit¿ button. Since the battery had been removed while the programmer was still running, the subject tablet will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject tablet. This case is retained and utilized for trending purposes.